Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 29-year-old female patient who had essure (batch no. A46116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included multigravida, parity 3, spontaneous abortion, induced abortion and smoker. Concurrent conditions included overweight, tobacco abuse, asthma, sickle cell trait, scoliosis, shoulder operation since 2008, fatigue, vaginitis and paratubal cyst. Concomitant products included ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and infection ("infections"). In 2013, the patient experienced urinary tract infection ("multiple urinary tract infection, infection: urinary tract infection") and arthralgia ("hip pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), urticaria ("hives") and bacterial vaginosis ("bacteria vaginosis"). The patient was treated with metronidazole and surgery (laproscopy bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, migraine, allergy to metals and arthralgia had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, urticaria, menorrhagia, bacterial vaginosis, headache, weight increased and infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, back pain, urinary tract infection, arthralgia, migraine . Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Reporter information updated. Event abnormal bleeding (vaginal) was clubbed with previously reported event. Event infection was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 29-year-old female patient who had essure (batch no. A46116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included multigravida, parity 3, spontaneous abortion, induced abortion and smoker. Concurrent conditions included overweight, tobacco abuse, asthma, sickle cell trait, scoliosis, shoulder operation since 2008, fatigue, vaginitis and paratubal cyst. Concomitant products included ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), urinary tract infection ("multiple urinary tract infection, infection: urinary tract infection"), migraine ("migraines /headaches"), headache ("migraines /headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and arthralgia ("hip pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("back pain"), urticaria ("hives") and bacterial vaginosis ("bacteria vaginosis"). The patient was treated with metronidazole and surgery (laproscopy bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, migraine, allergy to metals and arthralgia had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, urticaria, menorrhagia, bacterial vaginosis, headache and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, back pain, urinary tract infection, arthralgia, migraine most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, patient demographic information, product indication, removal date updated, treatment medications and new events menorrhagia, bacterial vaginosis, migraine, headache, allergy to metals, weight increased, arthralgia and device monitoring procedure not performed added. Outcome for the events pelvic pain, migraine, urinary tract infection, abdominal pain, back pain, arthralgia and allergy to metals added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 29-year-old female patient who had essure (batch no. A46116-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's past medical history included multigravida, parity 3, spontaneous abortion, induced abortion and smoker. Concurrent conditions included overweight, tobacco abuse, asthma, sickle cell trait, scoliosis, shoulder operation since 2008, fatigue, vaginitis and paratubal cyst. Concomitant products included ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), dyspareunia ("painful intercourse, dyspareunia"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and infection ("infections"). In 2013, the patient experienced urinary tract infection ("multiple urinary tract infection, infection: urinary tract infection") and arthralgia ("hip pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), urticaria ("hives") and bacterial vaginosis ("bacteria vaginosis"). The patient was treated with metronidazole and surgery (laproscopy bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, urinary tract infection, migraine, allergy to metals and arthralgia had resolved and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, urticaria, menorrhagia, bacterial vaginosis, headache, weight increased and infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, back pain, urinary tract infection, arthralgia, migraine. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), back pain ("back pain"), urticaria ("hives") and urinary tract infection ("multiple urinary tract infection"). The patient was treated with surgery (plaintiff underwent salpingectomy to remove essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, back pain, urticaria and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.